Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) /2004 and mesh was implanted. The patient underwent mesh implantation in order to treat bladder prolapse, a cystocele, stress urinary incontinence and a rectocele. The patient underwent the concurrent procedures of anterior repair and cystoscopy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient experienced pain, urinary problems, bowel problems, and neuromuscular problems after mesh implantation. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent posterior repair and intravaginal sling plasty on (B)(6) 2004. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, urinary incontinence and urinary retention.

Event description:
It was reported that following insertion the patient experienced rectocele, urinary incontinence and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat cystocele, stress urinary incontinence and rectocele and an obturator sling was implanted.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent mesh implantation in order to treat a bladder prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient also experienced pain, urinary problems, bowel problems, and neuromuscular problems after mesh implantation. (B)(4).